Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair, after the t1 of two fast-fix devices were deployed, the t2 deployed prematurely and deployed through the meniscus. All ts were removed from the patient. The procedure was completed with a s+n back-up device. Non-significant surgical delay was reported, and no other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the devices showed, two devices were received. Device one: the suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t1 position. Device two: the suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation of the devices showed, device one: the actuator tip functioned as designed. Device two: the actuator tip functioned as designed. Insufficient product information was provided, thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair, after the t1 of two fast-fix devices were deployed, the t2 deployed prematurely and deployed through the meniscus. All ts were removed from the patient. The procedure was completed with a s+n back-up device. Non-significant surgical delay was reported, and no other complications were reported.